Event description:
A report was received on 06 dec 2023 regarding a 54 year old patient with a medical history including stage renal disease, who stated the patient experienced a seizure during a home hemodialysis treatment on (B)(6) 2023. Emergency medical services (ems) was called and treatment was ended. Although requested additional information regarding the event was not provided.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Based on the available information, there is no indication that a malfunction occurred. All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. UDI: (B)(4).